Manufacturer narrative:
Conclusion: the event occurred 5 years post implant therefore it is unlikely that the event was due to device manufacturing. Stenosis related risks are documented in the risk management files. The device was not returned for analysis. A true cause is not determined at this time. This report is being submitted as part of a historic clinical review of events contained within the melody tpv post-market surveillance study.

Event description:
Medtronic received information that 5 years post implant of this bioprosthetic valved conduit in the pulmonary position, the device was replaced valve-in-valve with a transcatheter pulmonary valve (tpv) due to stenosis. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.